Manufacturer narrative:
The insulin pump received with protruded/loose drive support disk. Scratched lcd window, battery tube threads cracked and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump drive support cap is protruding. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.